Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the pt's left eye on (B) (6) 2004. The lens was explanted on (B) (6) 2010 due to low vaulting. The lens was exchanged for a longer lens.

Manufacturer narrative:
(B) (4). (B) (4).